Event description:
It was reported that the ilet user experienced high blood glucose after a meal and later discovered the infusion set cannula had been inserted with the needle guard still on, preventing insulin delivery. The user then performed a guided site change and insulin delivery resumed. Symptoms included hyperglycemia reaching 401mg/dl without other reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue involved the cannula component with an improper procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.